Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. The device's internal and detachable batteries and system board were replaced to address the issue. Additional findings not related to the malfunction/issue found by the third-party service center was contamination in the blower assembly, blower mount, blower bellows, rear cover, fan retainer, main housing, dual limb cup, machine flow sensor, filter cover, tubing-system pca, tubing fio2, and tubing-low flow o2. The following part was found missing on the device: air inlet foam filter. All of the above parts were replaced on the device. The philips investigation lab (pil) investigated the internal and detachable batteries from this device. The pil found no visual defects for the internal and detachable batteries. The pil determined that both batteries that a software upgrade issue could cause the start/stop latch not to be reset, resulting in the load on both batteries causing them to discharge to a perm fail threshold. Additionally, the internal battery was unable to charge or operate on the internal battery power.